Event description:
Per the info to co by means of the pt's rep, the device was removed due to an "infection". Additionaly it was reported that "due to scar tissue created by the pt's experience with the first device, he has been told he is a candidate to have a replacement device".

Manufacturer narrative:
Add'l info was provided in section d-6. According to the rec'd info, this penile prosthesis was implanted in october of 1985. On 9/5/96 a rec'd complaint from a pt rep stated, "the device had to be removed in january 1987 because of infection. Due to scar tissue created by [the pt's] experience with the first device, he has been told he is not a candidate to have a replacement device put in." The pt rep has not provided a means or release to continue with this investigation. To date, this complaint has not been reported by a med professional or confirmed by the MFR. Without info from a med professional or an explanted device, qa is precluded from commenting on this occurrence. Should add'l info and/or the explanted device become available, the file will be re-oipend and re-evaluated, according to procedures.